Event description:
It was observed that during the device evaluation, the subject device exhibited the r-unit is broken, the protector of the video cable section is cut, the outer tube has a dent and the image is green. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is green. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.